Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Additional information indicated the manufactures catheter device was removed by itself after the gw was separated with sticking in the sheath. A tear was observed in the exit port of the manufacture's catheter device. All portions of the manufacture's catheter device appeared intact; no separation. Implant and explant dates: the implant or explant dates are not applicable to this device. Initial reporter: hospital address has not been provided at this time. Visual and microscopic inspection were performed on the manufactures returned device. A zippered tear was present at the distal shaft and the core wire was exposed. The core wire was intact with no pieces missing. The probable cause of the reported "damaged" failure is damage during use as evidenced by the zippered tear along the guide wire exit port and distal shaft. Strain, impact, and forces associated with use can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during removal, another manufacture's guidewire device was stuck in the manufacture's device and the guidewire lumen was torn, and the guidewire was separated. The manufacture's device was delivered to the lesion over the guidewire and confirmed the guidewire was in the true lumen. The physician found the guidewire could not move smoothly in the guidewire lumen of the manufacture's device. The manufacture's device was removed from the patient. When the physician checked angiography, the guidewire was not in the lesion under fluoroscopy. The guidewire [another manufactures device] was removed from the patient and it had separated approximately 10cm length from the distal tip. The separated portion was remaining at the guiding sheath tip. Half of the separated portion was in the guiding sheath. A balloon catheter was delivered through the guiding sheath without any guidewire and inflated at the guiding sheath tip. The balloon catheter could trap the separated portion and the balloon catheter, which kept trapping the separated portion, was removed with the guiding sheath. Patient was discharged as expected. Vessel: sfa -above popliteal, cto, no vessel tortuosity, mixed plaque. This event is being reported because the manufacture's device was used in a procedure where additional intervention was required to remove a separated portion of another manufacture's guidewire.